Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged harm reported, with no allegation of device deficiency and low bg found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No pump errors, insulin flow blocked alarms, unexpected battery alerts, or anomalies noted during testing. Successfully downloaded history files and traces using thump. No pump errors, insulin flow blocked alarms, or unexpected battery alerts were found in the history files on or near the event date. Pump was cut open for visual inspection and found moisture damage on pcba 1 and force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump passed full drive test and full functional test. Unable to confirm low bg. Exposed to moisture confirmed on pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in d10.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose level was 119 mg/dl. The insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. The customer was treated with glucose tablets. The customer does not show any symptoms. Troubleshooting was performed and found the auto mode feature was not active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt- 7020la - snsr, frn-mmt - 332a - rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.